Event description:
Procedure started and proceeded without incident, half-way through procedure the esu (electrical surgical unit) alarmed and stopped working. All connections were checked from patient to field. No findings. Esu dispersive rem pad changed and procedure continued without incident. No harm to the patient or staff.what was the original intended procedure?tonsillectomy and adenoidectomy.device #1is this a laboratory device or laboratory test?no.